Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. The device was subsequently explanted for normal battery depletion over six years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this patient reported that during the previous year, the patients' heart stopped and the defibrillator did not provide therapy. The patient noted that the doctor said the device did not provide therapy and that he did not know why. Additionally, this past march, the patient reported that his heart stopped again and the device did not provide therapy. The patient was on life support and the patient noted that his doctor told the patients' family that he was unsure as to why the device did not provide therapy. The patient reported that he sees his physician approximately every six months. A technical services consultant noted that this device was not known to be defective and recommended the patient to ask his physician to look into device settings and to discuss expectations of the device in relation to the two episodes of his heart stopping. Additional information was sought from the local area sales representative, however, no information was available.